Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and pacing inhibition. It was determined that the oversensing was due to chronic atrial flutter being sensed on the ventricular lead. The lead was too close to the atrium. The patient was seen for a revision procedure where the lead was repositioned. There were no adverse patient effects reported.